Event description:
It was reported via facility medwatch report mw5114671 that tip detachment occurred. The patient was being treated for percutaneous transluminal angioplasty. The target lesion was located in proximal posterior tibial artery. A v-14 long taper 300cm straight tip control wire was selected for use. However, during procedure, the tip of the wire fractured near the proximal posterior tibial artery. The fractured wire was noted to be clinically inconsequential and will not expose any risk to the patient. No patient complications were reported.